Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the needle eye broke. A second device was required to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual and tactile inspection of the returned samples noted that there were no abnormalities that would have caused or contributed to the reported condition. A bend moment and needle attachment test were performed on the sealed samples, and the results of both tests met the specifications of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pacemaker procedure, the needle eye broke. A second device was required to complete the case. No patient injury.